Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. White foam or non-adherent material underneath the v.a.c. Granufoam dressing to help minimize the potential for bleeding at dressing removal in these patients. Dressing was discarded.

Event description:
On (B)(6) 2017, the following information was reported to kci by the nurse: the nurse stated "foam broke off in the wound" and the nurse was not able to remove all of the foam. The nurse reported she sent the patient to the emergency room to have the dressing removed yesterday, (B)(6) 2017. The nurse also stated, "they were not able to find a piece and sent the patient home." On (B)(6) 2017, kci global safety representative spoke to the nurse who reported the patient experienced adhered v.a.c. Granufoam dressing in the wound, and she sent the patient to the emergency room for dressing removal. She further alleged "they never looked at the wound but took a computerized tomography scan and stated they didn't see anything and sent the patient home..." On jan 11 2017, the following information was reported to kci by the nurse: on (B)(6) 2017, the physician observed th patient's wound and removed the foreign material alleged to be v.a.c. Granufoam dressing via sharp debridement. A device history review of the v.a.c. Granufoam dressing lot number could not be performed as it was confirmed the dressing was discarded.